Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities, no signs of clinical usage, and no evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam. Based upon these findings, the reported failure, "would not activate" could not be confirmed. The correct lot number could not be obtained, so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hand piece would not activate. A new kit was used to complete the procedure. There were no pt effects. The product was returned.